Event description:
It was reported that a stent damage occurred. The procedure was indicated due to coronary artery disease (cad). The target lesion was located in the left anterior descending artery (lad). A 3.50x20mm promus element plus stent was successfully implanted. However during post dilatation using a quantum apex balloon catheter, the device came in contact with the implanted stent and the stent was deformed. Another promus stent was then deployed to cover the deformed part and the procedure was completed. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).